Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the anchor on the 4.5 healix br anchor w/ocord device broke. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: both complaint device and a photo were received for evaluation. Upon visual inspection of the photo revealed that the anchor was not in place. Also, it was identified that the suture was disassembled on the device. It was not possible to see the condition of the anchor; therefore, the complaint cannot be confirmed. The photo did not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. The damage in the suture card could be related to procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Upon visual inspection revealed that the anchor, handle cap and the suture card were not received along with the device; also, the suture was not in place. The shaft and the inserter tip were in good conditions. Finally, it was found biological matter on the tip. This complaint cannot be confirmed due to the anchor was not returned for evaluation. The possible root cause for the issue reported can be associated with axial misalignment and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. The damage in the suture card could be related to procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU-109362, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. A manufacturing record evaluation was performed for the finished device (8l17096) number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.